Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the depth gauge was measuring the screws incorrectly making them longer by approximately 4mm. There was no serious injury caused at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as the evaluation determined nothing to be wrong with the device and that the issue was due to preference of the design surgeon.